Manufacturer narrative:
Skin reaction and skin ulcer are known adverse events with use of novottf with an incidence of 16% for device site reactions and 1% for skin ulcer reported in the pivotal phase iii clinical trial in patients with recurrent gbm. There has been one previous report of a skin ulcer in the commerical program. The IFU includes a precaution against placing transducer arrays over areas where craniotomy screws or plates can be felt due to risk for increased skin damage. Prescribers and patients are educated on this during their training. Skin ulcer is related to bevacizumab [a vascular endothelial growth factor (vegf) inhibitor which carries a black box warning for surgery and wound healing complications] and related to novottf (due to direct pressure on the screw from the array together with possible chemical irritation by the medical tape and hydrogel). Other contributing factors include history of prior radiation, steroid treatment and surgery affecting skin integrity and placement of transducer arrays over a screw at the site of the prior craniotomy.

Event description:
Pt with recurrent glioblastoma receiving novottf therapy with concomitant bevacizumab developed skin breakdown and skin ulcer under transducer arrays at site of screw from prior craniotomy requiring surgical reconstruction. Patient began novottf treatment in combination with bevacizumab on (B)(6) 2012. Patient reported 2 previous complaints of non-serious skin reactions ((B)(6) 2012) requiring novottf treatment interruption. On (B)(6) 2012, novottf was restarted. On (B)(6) 2013, novocure was contacted by a nurse practitioner at the prescribing site, who reported that the patient had an ulcer in the parietal scalp at the location of a surgical screw. The ulcer had penetrated to the level of the patient's skull bone. Novottf and bevacizumab were discontinued and the patient was referred to a dermatologist. The patient stated that she had seen the ulcer and exposed screw on (B)(6) 2012 but continued with novottf use, rearranging the arrays to avoid pressure on the open area. The prescribing md reported that there was no fever or systemic symptoms of infection and no signs of local infection. The patient was recently on oral steroids. Patient was being treated with concomitant bevacizumab [a vascular endothelial growth factor (vegf) inhibitor which carries a black box warning for surgery and wound healing complications]. No other medical history or medications besides bevacizumab that would increase risk of skin reaction or poor healing were reported. There was no evidence of osteomyelitis. On (B)(6) 2013, the consulting dermatologist placed the patient on antibiotics and referred the patient to plastic surgery was recommended. Patient had a skin flap placed over the skin ulcer (with skin transplanted from the pt's thigh). Patient required one day hospitalization for the procedure. Patient remains off novottf and bevacizumab therapy.